Event description:
The customer reported that during a vitrectomy, laser and gas procedure, the surgeon stepped on the footswitch and the entire system shut down. They restarted, the system and again, the system shut down when the footswitch was pressed. The surgeon had made his port entries and was in the eye when the problem occurred. The doctor aborted the procedure and closed the eye. The patient had a second surgery the next day, with anesthesia, at a different operating room. The patient outcome was poor. However, the doctor noted that even through an equipment malfunction had occurred, the malfunction had no impact on the surgical outcome.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.